Event description:
A customer reported a "scan again in 10 minutes" message upon scanning the adc device which prevented display of glucose readings. The customer indicated feeling "hot" and experienced a loss of consciousness. An ambulance was called to the scene and paramedics administered unspecified injection for treatment of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.